Event description:
It was reported that the device exhibited a travel coarse error (b2001209). The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal missing. A review of the event history log revealed a 'check clutch/plunger lever' error. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the worn leadscrew, clutch cam and clutch halves. The leadscrew, clutch cam and clutch halves were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.